Manufacturer narrative:
Device evaluation summary: during evaluation of the sample it was noticed a crease in the anterior and extending to the posterior view . Leak testing was performed and it revealed a tear in the posterior view within crease and an area of shell abrasion, measuring approximately less than 0.1 cm, also there was leakage from the valve. No other anomalies were noted. These kind of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: underinflation or overinflation of the device, continuous and sustained stresses to the device - such as too small a breast pocket and folding or wrinkling of the shell in the breast pocket. The analysis was unable to determine the root cause for the leaking valve. Excessive manipulation may have caused the valve leak. The IFU states ¿not to manipulate (i.e., squeeze) the valve excessively, which may cause valve leakage¿. However, this cannot be conclusively determined. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Concomitant medical products: 350cc mentor smooth round moderate profile saline breast implant catalog: 3501655 sn: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent primary breast augmentation surgery with two 350cc mentor smooth round moderate profile saline breast implants experienced right sided deflation post procedure. Patient also experienced rippling, asymmetry and discomfort. The right sided deflation was confirmed by a physician. As a result, the patient underwent bilateral removal and replacement with two 480cc mentor smooth round ultra high profile memorygel breast implants on (B)(6) 2019 (l) sn: (B)(4), r) sn: (B)(4).